Event description:
It was reported the pt was unsure how to charge and never "could" charge the ins since the implant. The pt's device was overdischarged and 3 physician mode recharge were performed at the hcp office, but were unable to reset the device. The pt returned home and performed 9 physician mode recharge and was also unable to get the device to reset. The hcp scheduled an x-ray to see if the device had flipped. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if add'l info becomes available.